Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation until it reach at 6 atmospheres. The device was removed without any problem, and the procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.